Manufacturer narrative:
The insulin pump was received unable to perform the displacement test and occlusion test due to missing the retainer. The insulin flow block alarm functions properly during the basic occlusion test and no prime seating anomaly noted during our testing. All buttons functioned properly. No damage in the keypad assembly noted. J1 connector on the printed circuit board assembly was inspected and properly connected. The insulin pump had cracked keypad overlay at select button, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an unresponsive button/keypad anomaly. The customer's blood glucose was 11.2mmol/l. Customer stated that the numbers are ramping on their own. The customer was advised to discontinue use of the pump and revert to back up plan.